Manufacturer narrative:
(B)(4). The device will not be returned for analysis as the remaining portion was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the drill bit broke off in the patient, piece was unretrievable. No additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- drill. Visual examination of the provided pictures identified the end of the drill bit may have broken off. The pictures do not provide a clear image of the break. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.